Manufacturer narrative:
Device not received from customer.

Event description:
A customer in the united states reported the occurrence of a misidentification of neisseria (B)(6) as neisseria meningitidis in association with the vitek ms identification system. Vitek ms testing occurred on (B)(6) 2016 for a male urine sample. The patient sample was also tested via pcr for (B)(6). The pcr test results were (B)(6) for n. (B)(6). The vitek ms (two spots) obtained result of n. Meningitidis and low discrimination n. (B)(6) / n. Meningitidis. The results from both test methods were reported to the physician, and the patient was treated in the physician's office with roceffin based on the presenting symptoms. The patient sample was sent to the state laboratory for further testing via vitek 2, molecular characterization and pcr. All methods provided a result of n. (B)(6). Due to the additional testing, a delay in reporting final results was observed. Patient is recovering without adverse incident, but did have to go for further testing and physician visits to rule out n. Meningitides identification originally provided by the vitek ms. There is no indication or report from the hospital or treating physician to biomerieux that the occurrence led to any adverse event related to the patient's state of health. Biomerieux internal investigation was performed, although the customer was unable to provide a viable organism for testing. According to instructions for use: confirmatory tests are recommended for neisseria (B)(6). In case of low discrimination result the customer must separate the species by further testing. In this case, the customer was working in duplicate mode and had a single choice on one spot and a low discrimination result on the other spot. Therefore, further testing was in order. It should be noted that n. Meningitidis is primarily observed on cerebrospinal fluid, n. (B)(6) is primarily observed on urine. For this reason, a n. Meningitidis result should have been questioned and refrained from reporting pending confirmation testing. The investigation concluded the spotting technique used by the customer is acceptable and the instrument fine-tuning criteria meet specification. Additionally, the investigation indicates the cause of this type issue is related to the identification acceptance criteria of organisms with very similar spectra in vitek ms software version 2 currently in use by the customer. These criteria are updated with software version 3 announced 30jun2016 via field corrective action (fca) bulletin #(B)(4) and planned for release in (B)(4).